Event description:
It was reported by the patient that he had a multifocal lens implanted in each eye and is experiencing halos and glare day and night. The doctor informed the patient that he would experience some glare in the evening, but the patient finds it incapacitating and cannot drive at night. His physician told him that he left the office with 20/20 vision. The patient said that he is dissatisfied with his physician and will be seeking a second opinion. (A separate medical device report is being submitted for the second eye.)

Manufacturer narrative:
The lens remains implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. The manufacturing record was reviewed and showed no deviations. Halos and glare are a known and labeled side effect of all multifocal lens implants. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.